Event description:
It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the fracture of the second metacarpus with the plate. It was confirmed that the plate was broken on (B)(6) 2022. The revision surgery is scheduled on (B)(6) 2022, because of the plate breakage. The patient works at a factory and had been working with the plate for a while after the surgery. It was noted the patient outcome was reported as stable. It is still unknown whether the plate damage was caused by metal fatigue or direct external factors. No further information is available. When concomitant devices were received for investigation, it was noted that one of the screws was bent. This report is for an unknown variable angle locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
It is unknown when the screw bent. PMA/510k: this report is for an unknown variable angle locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. A photo was also submitted and reviewed as part of the investigation. Visual analysis of the returned sample revealed, that the unk screws locking variable angle was bent. No other defect or damage was noted, on the device. No additional information was noted, in the provided photo. A dimensional inspection was unable to be performed, due to post manufacturing damage. The observed condition of the device was consistent with a random component failure, that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed condition of the unk screws locking variable angle would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.